Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, a leakage from the shunt sensor was observed. No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 27, 2018. (B)(4). The returned sample was visually inspected, no anomalies were found. The returned sample was leak tested first, to avoid any manipulation to the caps. It was then connected to the circuit with the extension tubing connected to the bottom of the unit, with a syringe and a calibrated manometer. It was submerged into a water bath and pressurized up to 1075 mmhg for 30 seconds, no leaks were noted on either the bottom or the top of the large blue bore cap. The large blue cap was found to be seated properly when an attempt was made to tighten the cap. The large blue cap and extension tubing at the bottom of the returned unit was removed and threads were visually inspected, no anomalies were noted. A retention sample of the same product code and lot number combination was visually inspected, no leak or buffer was present out of box. The retention sample was leak tested and found to successfully pass the leak test. The reported event was not able to be recreated using the returned sample or the retention sample; therefore the complaint was not able to be confirmed and the actual root cause cannot be determined. It is possible that during setup or after gas calibration, when the sparger assembly was removed and the extension tubing was connected to the bottom part of the shunt sensor, the connection to the shunt sensor was not fully tightened. When the large blue vent cap was loosened, it had not been re-tightened fully prior to use in the line, causing a leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.